Event description:
A hospital reported via our distributor that the heater wire of an rt106 adult breathing circuit was an open circuit. No patient consequence was reported.

Manufacturer narrative:
The product is not sold in the USA, but it is similar to a product which is sold in the USA. The device is en route to the manufacturer for inspection. We will provide a follow up report.